Event description:
Family stated that the concentrator was alarming. Rrt attempted to troubleshoot the equipment over the phone. This was unsuccessful, instructed the family to place the pt on to cylinders. Rrt advised family that it would be approx 1.5 hours until he would arrive. Checked in with family (while on his way to pt), family advised not to bother coming as ambulance was on the way. (After hours service) received a message indication that the pt has passed away through the night.

Manufacturer narrative:
Airsep will evaluate the device as soon as it becomes available and do a follow-up report.